Event description:
The event is reported as: the customer alleges that the unit will not turn on. Alleged failure occurred prior to patient use. No report of a patient injury or a delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record), the product concha neptune, serial number (B)(4) was manufactured on 12/30/2011. The DHR investigation did not show issues relate to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.